Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process with multiple cartridges. Customer's blood glucose was 401 mg/dl. Manual insulin injections were administered to address elevated bg level. Multiple follow up attempts were made by tandem technical support to obtain additional information, however, a response from the customer was not received.